Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The instrument was generating rf (radio frequency) voltage low errors when the leak was observed. The volume of the leak was about 50 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found a leak through the tubing at pinch valve pv49. The liquid had leaked onto the rf (radio frequency) detector preamp card resulting in the generation of rf voltage errors. The fse replaced the tubing and the instrument ran without leaks. On (B)(4) 2014, the rf detector preamp card was replaced, and resolved the rf voltage errors. The repairs were verified per established procedures. (B)(4).